Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports or exceptions that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, chronic totally occluded, de novo, mid left anterior descending artery pre-dilatation was completed using 3 different balloon dilatation catheters without noted issue. The 2.5 x 38 mm xience xpedition stent delivery system was advanced, but could not cross the lesion. During the second attempt to cross the lesion, a vessel dissection was noted. The patient eventually underwent coronary artery bypass grafting as treatment for the lesion and dissection. There was no reported adverse patient sequela and the patient was discharged. There was no reported clinically significant delay in the procedure. No additional information was provided.